Event description:
It was reported that prior to start of a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not working properly. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed-clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation related to customer reported complaint was also identified: the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.